Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The physician elected to monitor the lead. The patient was in stable condition.

Event description:
New information noted that the right atrial (ra) lead noise over-sensing, which resulted in episodes of inappropriate mode switch is reoccurring. The ra lead was explanted and replaced. The patient was in stable condition.